Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, and 85% stenosed proximal left anterior descending artery. A 2.75 x 33 mm xience prime was implanted and a dissection occurred at the proximal end of the stent implant. A 3.0 x 15 mm xience v was used to cover the dissection. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.